Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting additional information was sent on march 22, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: another event from the same journal article was reported under (B)(4). Zimmer¿s reference number of this file is (B)(4).

Event description:
The journal article "bilateral synchronous total hip arthroplasty for ankylosed hips" (he bangjian & tong peijian & li ju) stated that two patients were implanted an allofit cup hip on unknown side on unknown date. The patients experienced osteolysis due to poly wear. Alendronate sodium tablets were prescribed to inhibit the process.

Manufacturer narrative:
Investigation results were made available. Trend analysis: n/a as no item number was available. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: event summary: from the journal article "bilateral synchronous total hip arthroplasty for ankylosed hips", it was found that two patients in the study, who had metabloc stem-allofit cup-pe insert, experienced osteolysis due to poly wear. Alendronate sodium tablets were prescribed to inhibit the process. No stem was loose at final followup in any patient. Review of received data: there is only one post-op x-ray showing a bilateral thr found in the received journal article. There is no indication whether this x-ray belongs to a patient who had osteolysis. No evidence of osteolysis is present in the x-ray was observed. Moreover, it is unclear whether the x-ray belongs to a patient who had metabloc stem, since the design of the stem in the x-ray is different than the design of metabloc stem. No further information is available from the x-ray. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The devices are still in vivo. Root cause analysis: osteolysis cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes related to the issues reported are listed in dfmea for metabloc stem and dfmea for allofit shell. Conclusion summary: from the journal article (bangjan et al.), it was found that two patients were implanted with allofit cup - metabloc stem - pe insert and experienced osteolysis due to poly wear. No ref/lot numbers of the components were available for investigation. No x-rays, operative notes or office visit notes confirming osteolysis were available. Moreover, the only post-op x-ray available having bilateral tha does not confirm the existence of a metabloc stem due to the different design of the stem in the x-ray. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).